Event description:
It was reported that pump initially experienced a resettable malfunction code, after reset pump displayed a non-resettable malfunction code. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.